Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with epic. A technical support specialist dialed into the server and ran a downtime query, confirming communication between the server and carefusion coordination engine was working properly. Inbound messages were verified to be crossing to the server. Contacted the customer to discuss the issue. A sample patient was added to epic, and the patient record and orders were reviewed. The sample orders were found to have two different repeat pattern or frequency codes. New patient messages were also reviewed, and the admit status for one patient was found to be unknown and sent an email to the customer explaining the findings and confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, pyxis was not communicating with epic due to the adt feed not transmitting to the pyxis system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.